Manufacturer narrative:
Exact date unknown, event occurred a month from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and communicating the ipg to the remote control due to migration. The patient underwent an ipg replacement procedure wherein the pocket site was moved. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.